Event description:
It was reported during use of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, 20 erroneous hla-b27 detection tests occurred. An increase in the number of late curves was observed. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for erroneous results-hla-b27 was not observed. Additionally, 200 retention samples of the incident lot were selected from bd inventory for visual evaluation and upon completion, no issues relating to erroneous results-hla-b27 were observed. Factors that may contribute to erroneous results were unable to be evaluated through a clinical study. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for the erroneous results-hla-b27 analyte. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-hla-b27. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, 20 erroneous hla-b27 detection tests occurred. An increase in the number of late curves was observed. There was no health impact or consequences reported.